Event description:
This report indicates seven (7) malfunction event. A review of the event involved the device(s) experiencing an connection separation issue. No patient adverse event was reported. No information regarding patient demographics were provided.